Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reported that the customer had experienced multiple failures on half height cubie drawer 4 and was unable to log in to either the application or the diagnostics tool. The fse replaced the retractor bands on both drawers and rebooted the device. Tss dialed into the server and the station, logged in successfully, accessed the hardware test application and medstation application without issues, updated the station configuration utility to set auto login as carefusion application, and then rebooted the device. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was keeps failed. User recovered storage and reboot, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.